Event description:
During first two dialysis treatments, pt suffered adverse reactions which the user facility believes may be hypersensitivity to ethylene oxide sterilized products. Within the first five mins of treatments on 9/1/99 and9/3/99, the pt became cyanotic, apneic, and had no pulse or respiration. Treatment was terminated; pt responded to CPR and symptoms subsided. In the incident on 9/3/99, pt's blood was not returned resulting in ebl of 222cc. Pt has since been changed to gamma sterilized bloodlines and dialyzers with no further reactions.